Event description:
It was reported that (1) device was used during a lobectomy. It was reported by the affiliate that there was leakage from lober bronchus due to malformed staples soon after the case using the scb45 device. A re-operation was done to stop the air leak. The device was discarded.